Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated during the procedure. There was no patient or staff impact.

Manufacturer narrative:
The drill motor found to be grinding and rowdy. The handpiece stalled during pre-tests and the collet was corroded. If information is provided in the future, a supplemental report will be issued.